Event description:
It was reported that the device had malfunctioned. The pt was explanted. To date, no further info has been received.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.